Event description:
Falsely elevated troponin I results of 1.07 and 1.37 ng/ml were obtained. The results were reported to the physician. The samples were retested on the same instrument and results of 0.01 and 0.00 ng/ml were obtained. No info was provided regarding pt treatment. Unable to determine adverse health effects due to the falsely elevated troponin I result. The most likely cause for the falsely elevated troponin I result was inadequate wash in vessel due to inefficient hm wash station.